Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the thresholds rose on the right ventricular (rv) lead and were observed to be high. Micr odislodgement was confirmed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.